Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that there was an issue with emitter tracking. Medtronic representative had another emitter which was used to verify that the issue was with the emitter. There was no patient present when the issue occurred.